Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
Received information that a low power alarm occurred and the pump shutdown. Customer's blood glucose level was not impacted. During troubleshooting with tandem technical support, customer charged the pump with a non-tandem usb cable and the pump turned on.